Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the repair technician indicated that the forceps raiser was dirty and lift off/gap in the adhesive around the light guide lens and the objective lens were found.

Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown. Additional information will be provided if available. Based on the results of the investigation, the identity of the foreign material and a definitive root cause of the foreign material remaining in the device could not be determined. Regarding the lift off/gap in the adhesive around the light guide lens and the objective lens, the most probable cause of the issues is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.